Event description:
When the user tested the grasping snare before inserting it into the endoscope, he/she felt the handle was hard and as he/she attempted to close it after opening it, the hooped snare broke.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.